Event description:
It was reported that during a case the health care provider (hcp) was not able to aspirate the catheter. The patient had been turned and the hcp questioned if the catheter was kinked. The hcp had planned to remove a portion of the catheter and splice a new pump segment on. It was not known what medication this device system delivered. It was further reported that the physician did not want the catheter to connect in the pump pocket but rather connect it in the spinal segment. It was later reported that the pump was replaced for "typical" end of life battery. The physician implanted a new pump and new catheter and the patient's dose was decreased at the time of implant. Lastly, the patient reportedly did not experience any symptoms due to the aspiration issue. The location of the catheter issue was reported as unknown. Aspiration was unsuccessful via the catheter access port (cap). Post replacement the patient was reportedly doing well. This device system delivered dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# unknown. Product type: catheter: product ID 8711, serial# unknown. Product type: catheter: product ID 8780, lot# unknown. Product type: catheter: product ID 8711, lot# j11460r50, serial# (B)(4). Product type: catheter. (B)(4).